Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during manual prime. Customer's blood glucose at the time of incident was 198 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear alarm and disconnect from the pump. Customer was advised to run manual to at least 5.0 units. Customer stated the pump did not alarm no delivery with manual prime. Customer was advised that changing reservoir resolved the issue. The customer was advised to return the reservoir.